Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was discarded and was not returned; therefore, a return sample evaluation is unable to be performed. Bezoar is a known complication of a peg- j tube placement. Was chosen to capture the event of bezoar. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2022, a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unreported date, during gastroscopy, they did not found any problem that justified pain or blood in the stoma site. However, an onset of a bezoar was found and the intestinal tube was replaced with a new one.